Manufacturer narrative:
Driveline cable hw10035 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed since the event date is unknown.  The reported event could not be confirmed due to lack of supporting information. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the related event. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the driveline sheath was damaged.  A repair was performed.  No further information was available.  No patient complications have been reported as a result of this event.